Event description:
Australia. Allegedly, on (B)(6) 2022, a device replacement procedure was performed and device (B)(6) was implanted; on (B)(6) 2023, a revision surgery was performed due to capsular contracture, during which device 21062244-13 was re-implanted; on (B)(6) 2026, a revision surgery was performed due to recurrent capsular contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture.